Event description:
It was reported that during our annual checks, I found an issue where the stim 1 and stim 2 return values are both 29ko instead of the expected 6.2ko ±1.0ko. Prior to performing the annual checks, I did notice one of the pins on the patient interface cable was bent top-left pin if you are looking from the front of the monitor which I was able to straighten. I've also checked both patient interface fuses and they are okay. There was no known patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: new information updated. H6: d1102 code updated. Previous applied fdc d14 code are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: customer contact medtronic technical support that the unit would need to be sent in for repair as it was likely a pcb fault. Due to the high cost of the repair and that the units are due replacement next year the decision was made to replace them early so no further action was taken.